Event description:
The pt was experiencing nausea, vomiting, increased pain, and intermittent fever. The pt was due for a pump refill. The reservoir volume was expected to be 3.3ml and the actual was 1.1ml. The pump was refilled and programmed at 1mg/day of morphine 10mg/ml. The pt was sent home with supplemental oral medications. A week later, the pt reported hearing the pump alarm and experiencing pruritis and nausea at the time.